Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed via repair request that the customer endoeye flex 3-dimensional (3d) deflectable videoscope was reportedly ¿defective. Right side of screen in 3d mode without image¿. The issue was found before the procedure started. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) temporary short circuit of the video connector board due to moisture entering the inside of the device from the leak point 2) buckling or disconnection of the built-in charged coupled device cable due to physical stress applied to the video cable 3) temporary failure of the video connector board due to physical stress applied to the video connector. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." 3) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Additionally, the repair center found the distal end leaking, cable tube unit slightly kinked, a-rubber glue has wear and tear, m case v unit master and slave are both cracked, and the m plug unit master and slave are both cracked. Olympus will continue to monitor field performance for this device.